Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant follow up, the device seemed to start charging spontaneously (indicated on programmer screen) but no events were noted. Investigation showed there was in fact no ongoing charging and that cause of the charging indication was likely due to break in telemetry between ICD and programmer. There was no reported adverse event due to this.